Event description:
It was reported that the patient was experiencing chest pain. It was found that the right ventricular (rv) lead was dislodged. During the repositioning procedure, an x-ray revealed a perforation. The rv lead was successfully repositioned. The patient was in stable condition.